Manufacturer narrative:
G4: 12jun2020; b4: 12jun2020. H11: b1 and h1 updated from serious injury to product problem/malfunction: based on investigation it was found out that there's no report of medical intervention took place and there was no patient harm reported. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 22apr2020; b4: 23apr2020. The manufacturer¿s field service engineer (fse) stated when he got to the facility, the user already put the ventilator back on the patients. The user removed each ventilator for checkup. The fse verified proper operation both on alternating current (ac) and on back up battery. When on back up battery both units alarmed intermittently to notify that unit operate on external battery. The fse stated that it seems that there was an ac power loss and user did not noticed units were operating on the back up battery until the battery discharged. By the time the fse arrived at the facility and checked the units, both batteries were fully charged and operational. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020; date of report: 13april2020.

Event description:
The customer reported unit shut down. There was patient involvement, but no one was harmed. The manufacturer¿s fse (field service engineer) could not duplicate the reported unit shut down issue. The fse performed an est (extended self test) checked battery voltage, 26 volt, and ran the unit, but could not find or duplicate the problem. The unit was operational. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed.